Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the seal on the trocar was torn when inserting/retrieving scissors through the sub-xiphoid port. The trocar was replaced and the procedure was completed. There was no consequence to the patient.